Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated the rollator was brought in by a client with the complaint that both brakes were no longer locking properly.